Event description:
It was reported that a er320 jaw broke during a cholecystectomy. More info to follow. 11/27/1998 additional info from affiliate. When the surgeon fired the applier, the jaw broke and the jaw disengaged. The jaw did not fall into the pt. The procedure time was extended 10 minutes.